Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed for band ligation in the esophagus. According to the complainant, the bands on the ligator head did not appear to be mounted properly. There was no damage noted to the packaging. They did not attempt to deploy the bands from this device, and another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the device found all seven bands remaining on the ligator head with five of the bands partially deployed. The ligator head teeth were damaged, and the thread was broken. The handle spool rotated freely when turned. The trip wire was not cinched into the handle slot; the handle slot showed no deformation to indicate that the trip was previously cinched. Based on the evaluation of the device, it appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed for band ligation in the esophagus. According to the complainant, the bands on the ligator head did not appear to be mounted properly. There was no damage noted to the packaging. They did not attempt to deploy the bands from this device, and another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.